Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to software anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 165 mg/dl. Customer stated they were able to clear the alarm. Customer stated they performed self test and it did not passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.